Manufacturer narrative:
No pt info as no pt was present. Medtronic navigation testing showed no issue observed at power up. Flexed the cable and no issues were found. Ran the emitter for 3 days and no issues were observed.

Event description:
Medtronic representative reported that an axiem emitter is functioning intermittently. No pt was present.